Manufacturer narrative:
Approximate age of device ¿ 7 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient had not been feeling well, and was later found after falling at home. Interrogation of the system controller¿s event history revealed pump stoppage events. A family member reported that the system controller produced an intermittent beeping tone associated with a power cable disconnection, and that a continuous audible tone associated with complete loss of both power sources was not heard. The health professionals were not able to determine what exactly occurred. It was reported that the cell battery in the patient¿s system controller required replacement. It was suspected by the health professional that the cell battery was low or depleted, and therefore the system controller did not alarm continuously when the system completely lost power. Interrogation of the implantable cardioverter defibrillator (ICD), echocardiogram, and CT scan were all evaluated and reported as normal. It was not clear how long the pump was stopped and if it was due to a power disconnect or low battery. The manufacturer¿s technical service¿s representative reviewed the submitted log file and one loss of power to the system controller was observed, causing the pump stoppage. Power was restored to the system controller with both power leads connected to a power source. It could not be determined how long the system controller was disconnected from power. It was reported that the patient did not have any other issues since the incident. There was one period of elevated pump power; however, lactate dehydrogenase (ldh) was stable and there were no other symptoms. The patient was discharged to a rehabilitation facility due to weakness.

Manufacturer narrative:
No product was returned for evaluation. The reported total loss of power and pump stoppage were confirmed based on the evaluation of the submitted system controller log file. The log file captured a power cable disconnect alarm, followed by a complete loss of power. The next event showed power being reconnected and a internal clock reset. A specific cause for the total loss of power could not be conclusively determined. Furthermore, the length of time that the controller was disconnected from power could not be determined. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.